Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event and patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Follow up information confirmed the patient underwent explant of 3662 serial number (B)(4) on (B)(6) 2019. The patient lost therapy about a month prior to explant.

Manufacturer narrative:
The results, methods and conclusions codes will be included in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-12441. It was reported that the patient's ipg was inoperable. Surgical intervention took place to explant and replace the patient's ipg. Surgery addressed the issue. Note: it is unknown which ipg was explanted, therefore both of the patient's ipgs are being reported on.